Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l56456, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
It was reported that, following a pump replacement due to the pump nearing end of life, the patient experienced mild overdose symptoms of drowsiness and sluggishness. It was indicated that the location of the issue or symptom was the catheter tract. The patient returned to the healthcare provider¿s (hcp) office and the hcp reduced the daily dose. After this adjustment, the patient reported feeling fine. The patient status at the time of this report was indicated to be ¿alive-no injury¿. The device system was used to deliver morphine 50mg/ml. The cause of the event was not reported. If additional information is received, a follow-up report will be sent.